Event description:
A medical center in (B)(6) reported that the manometers of four rd900aeu neopuff infant resuscitators were not providing accurate pressure readings. These were observed after use on the patients.

Manufacturer narrative:
(B)(4). Serial number: (B)(4), manufacturing date: 09/20/2012 (x4). We are currently in the process of obtaining the complaint rd900aeu neopuff infant resuscitators from the medical centre. We will provide a follow-up report once we have received the complaint devices and completed our investigation.